Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3058, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3889-28, lot # v041105, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v020252, implanted: (B)(6) 2007, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient reports stimulation was turning off. She had an had accident off today but states she thought she was having symptoms return the past few days. She checked the bottom ins and found it was turned off. Caller states both ins were on the right. One ins was above the other and only 2 inches apart. Caller confirmed she has 2 different remotes labeled so she know which one to use. The patient requested assistance in using the programmer to turn stimulation on. She confirmed ins was back on. The event only occurs with the bottom ins (stimulator) and has occurred since implant on (B)(6) 2014. The patient was not able to adjust stimulation. She can't navigate the selection box on her screen. It was reported later that day that the patient does have two ins implants and two patient programmers. She said that on the bottom ins(stimulator) the setting was 0.0 and stimulation was on however selection box was around top row and there was no program row where there was just a minute ago. The patient switched remotes. She was able to connect with her other ins however she wants to work on the bottom implant. She said that ins was off when she called earlier today. Each time she pushed a button the screen would be different, different program screen. When the patient connected again to bottom implant, the ins was on and she was able to increase however reports feels increase in area for other implant. She does have the remotes labeled. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available. This event was also reported under manufacturer report # 3004209178-2014-24176.